Event description:
According to the reporter, during a laparoscopic robotic prostate procedure, the device would not fire. There was no patient injury or adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.